Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a power system error from the insulin pump. The customer's blood glucose reading was 9.8 mmol/l. The customer stated that she got a power error twice. The customer stated that she was at school when the pump alarmed power system error. The customer stated that she had to rewind the pump so she changed the set. The customer was advised that the internal power source in the pump is unable to charge. The customer was advised to disconnect from the pump and wait until the notification light stops flashing. The customer was advised to monitor the pump and call back if the error recurs in the next 4 hours.